Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their serter device button had broken off and it was missing. Customer's blood glucose level was 46 mg/dl. Customer was advised that the serter device would be replaced.